Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope bending section cover was leaking. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: connecting tube has coating peeling (1mmsq or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable findings documented in b5, non-reportable findings are as follows; due to a cut on the bending section cover, water tightness was lost; distal end had a dent; adhesive on bending section cover was detached; due to wear of angle wire, bending angle in up direction did not meet the standard value; control unit, scope cover, grip, up/down angulation lever plate, angulation lever, plug unit, and scope connector cover unit all had a scratch; universal cord had discoloration; and the light guide cover glass had corrosion. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, physical stress was applied to the insertion section during user handling and caused the coating to peel. The event can be detected/prevented in accordance with the following instructions for use: 3.3 inspection of the endoscope 3 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.